Event description:
It was reported that the device was used during an unk procedrue. It was reported that the device broke at the thread level, after limited reprocessing by autoclave. There were no unusual handling steps that took place. There were no pt consequences.